Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed during the basic occlusion test due to a slightly loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was damage to the drive support cap on the insulin pump. The customer was advised to remain disconnected from the insulin pump. The customer's blood glucose was 8.3 mmol/l. Nothing further reported.